Manufacturer narrative:
Batch review performed on 19-may-2020: lot 1921988: (B)(4) items manufactured and released on 30-aug-2019. Expiration date: 18.08.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Patient match planning review performed by mysolution department. Our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. Additional implant involved: pedicle screw 03.52.322 enh. Poly-axial pedicle screw - cannulated 6x35mm (k141988) lot. 1923102. Batch review performed on 19-may-2020: lot 1923102: (B)(4) items manufactured and released on 21-oct-2019. Expiration date: 02.10.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a myspine mc surgery in (B)(6) 2020 and was revised one day after due to pain, a cage has been removed. Initially, a decompression was on one side, during the revision surgery it was done also on the second side. On (B)(6) of 2020 the patient underwent revision surgery again due to pedicle screws loosening. The patient has osteoporotic bone.